Manufacturer narrative:
PMA/510(k) #: p050006. The gore® cardioform asd occluder instructions for use list thrombus as potential clinical and device adverse event.

Event description:
It was reported a physician implanted a 37mm gore® cardioform asd occluder to close an atrial septal defect on (B)(6) 2019. At a follow-up appointment on (B)(6) 2019, echocardiography showed the device appeared normal. At this point the patient was on aspirin and plavix. At one month post-procedure, the patient stopped taking plavix. The patient was seen by her primary cardiologist on (B)(6) 2020 and a thrombus was noted on the right atrial disc. The patient was admitted to the hospital and started on heparin. The thrombus became smaller and the patient was discharged on eliquis on (B)(6) 2020. It was further reported that the patient tested positive for heterozygous factor v leiden, which may lead to an increased risk of developing blood clots.